Event description:
Information received indicates the right foot siderail will not latch.

Manufacturer narrative:
The technician found the siderail latch release spring was broken. The technician replaced the spring to repair the bed.